Manufacturer narrative:
The event occurred outside of the united states, while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 155 mg/dl (active meter) and 339 mg/dl (performa meter). No adverse event reported. Return of the suspect device was requested for evaluation.